Manufacturer narrative:
It was reported that following the procedure the patient experienced recurrent hernia.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent incisional hernia repair surgery on (B)(6) 2011 during which the surgeon noted there was a 3 cm hernia defect and the previously placed mesh was dislodged with the inferior edge of the mesh located inside the defect. The surgeon lysed firm adhesions to the previously placed mesh, brought it out from the defect, and re-secured the mesh to the inferior abdominal wall with sutures. Mesh was implanted. It was reported that the patient was admitted on (B)(6) 2015 due to a complete small bowel obstruction and underwent an exploratory laparotomy surgery during which the surgeon noted portion of necrotic and extremely distended cecum twisted around the internal hernia in the left upper quadrant of plaintiff¿s abdomen, which was caused by dense adhesions of a portion of small intestine to the ventral hernia mesh and to the mesentery of the right colon. As a result, the surgeon divided and removed the large ventral mesh and eviscerated several loops of plaintiff¿s small bowel. No additional information is provided.